Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of syringe needle connectivity issue was not confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material # 305761 batch # 3360118 it was reported by customer that when the needle in put on the flulaval syringe, the syringe hub is loose and moves around; the staff can't get a good attachment. Sometimes the needle goes on crooked, and sometimes the needle pops off on its own. Verbatim: rcc received a complaint via email. Email(s) attached. Mds needle is used in incident 400014548 (pr#(B)(4)) bd eclipse needle 25g 1inch; 00382903057610 reference: 305761 lot: 3360118. The reporter states that when the needle in put on the flulaval syringe, the syringe hub is loose and moves around; the staff can't get a good attachment. Sometimes the needle goes on crooked, and sometimes the needle pops off on its own. This has happened with several flulaval syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb syringe needle connectivity issue. It was reported by customer that when the needle in put on the flulaval syringe, the syringe hub is loose and moves around; the staff can't get a good attachment. Sometimes the needle goes on crooked, and sometimes the needle pops off on its own. Verbatim: rcc received a complaint via email. Mds needle is used in incident (B)(4) (pr# (B)(4)). Bd eclipse needle 25g 1 inch; 00382903057610 reference: (B)(4) lot: 3360118. The reporter states that when the needle in put on the flulaval syringe, the syringe hub is loose and moves around; the staff can't get a good attachment. Sometimes the needle goes on crooked, and sometimes the needle pops off on its own. This has happened with several flulaval syringes.